Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-71 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, customer continued using pump for insulin therapy.